Manufacturer narrative:
Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the driving cap/threaded and the radiolucent insertion handle are broken in the tray after sterilization. There was no patient involvement. This report is for one (1) driving cap/threaded. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4. Device manufacture date. H6 - codes updated to imdrf codes. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: 53p1056) was received at juarez pal. Visual examination of the returned device found the threaded tip of the driving cap has broken. The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These issues are consistent with normal wear. No other issues were identified with the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.